Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify rewind due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on bolus, esc, act, up and down. The motor was tested outside of the device and passed. Device received with minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had scratches and difficult to read, button issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.